Manufacturer narrative:
(B)(4).

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported the implant had to be moved from the left back side to the front side on (B)(6) 2015 due to too much pain, discomfort, and tenderness over the lower back area where the implant was placed. There were no issues with the device. Prior to having the device moved the patient was given time for the post-operative pain to reside as well as being given medications but there was no relief. A steroid injection was also given which helped significantly but only for a short time.